Event description:
It was reported a patient underwent an unknown surgery on an unknown date in (B)(6)2026 a suture was used. The complaint stated that a surgeon using adhesive sustained a glass injury through the transparent plastic component of the device, piercing both the surgeon¿s gloves and skin and resulting in bleeding. At this stage, has been unable to confirm the identity of the surgeon or the procedure being performed. The device was not retained. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Additional information provided: theatre manager of l8 operating theatre at (B)(6). Upon arriving at work in the morning, she was informed of an overnight incident during handover from the floor coordinator. An incident form was completed. Was surgery delayed due to the reported event? --> unknown, was procedure successfully completed? --> unknown, were fragments generated? --> unknown, if yes, were they removed easily without additional intervention? --> unknown, patient status/ outcome / consequences --> no, patient consequence description/was there a clinical outcome experienced by the patient (infection, inflammation, etc.)?--> surgeon harm, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: --> unknown, if yes, describe --> surgeon harm , is the patient part of a clinical study --> unknown, additional information has been requested however not received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. No product is available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.